Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) randomly turned off by itself every three to four hours. Troubleshooting was unable to resolve the issue. The physician assessed the ipg was failing and that the patient could benefit from an ipg upgrade. Therefore, patient underwent an ipg replacement procedure. The patient was doing very well postoperatively. The ipg will not be returned as it was discarded by the medical facility.